Event description:
The customer reported that the system lost pt images. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.